Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a lesion in an unknown vessel. Vascular access was gained through the femoral artery. This 6.0 /15/150 maverick xl balloon catheter was used to pre-dilate the lesion. A 4.00x20mm taxus liberte was then implanted in the lesion. This 6.0 /15/150 maverick xl balloon catheter was then used to post-dilate the stent. The balloon ruptured during inflation at 14atms. The device was removed from the patient intact. Post-dilation was completed with another balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)